Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights- x-ten. As stated by customer, the handle was broken and the light head seal was falling off from the light. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure might be a source of contamination. It was established that when the event occurred, the light head did not meet its specification and it contributed to the event. At the time when the event occurred the device was not being used for the patient treatment. The possible root cause of the issue is related to the malfunction of control rod inside of the light head, as its main purpose is to hold the front and back covers together. A fallen light head seal is visually detectable during the daily inspection performed by users. Breakage of the handle could be related to abnormal usage of the device by the customer or to normal wear and tear of the part, as we did not receive any complaint related to this issue nor any service report related for the device involved in the issue. Given the circumstances and the fact that there is no apparent trend in our complaints for this issue with this model of device we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
We are aware that this is past the 30 day deadline for reporting. We have reminded the complaint handler to review FDA reporting guidelines in order to prevent this from happening again. The issue is still being investigated by manufacturing site. Other text : device not returned to manufacturer.

Event description:
On (B)(6), 2019 maquet sas became aware of an issue with one of surgical lights- x-ten. As stated by customer, the handle was broken and seal was falling off from the light. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure might be a source of contamination.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
(B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).